Event description:
It was reported via user facility medwatch report ((B)(4)) that the procedure was to treat a lesion in the left anterior descending (lad) artery. A 3.5x20mm trek balloon dilatation catheter (bdc) was advanced to the target lesion, inflated, and deflated without reported issue. However, during withdrawal resistance was met, force was applied, and the balloon separated. As the separated balloon was still on the unspecified guide wire, all devices were removed as a single unit. A new unspecified bdc and an unspecified guide wire were used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for separation or difficult to remove reported for this lot. Additionally, it should be noted that the trek instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.